Manufacturer narrative:
(B)(4).

Event description:
Battery life calculations were conducted for the device. No additional information has been provided to date.

Manufacturer narrative:
Describe event or problem; corrected data; initial MDR inadvertently reported and incorrectly assessed that the device behavior was unexpected. (B)(4).

Event description:
As the device had been disabled at the time of the system diagnostic test, the low output current is expected behavior and not indicative of device failure.

Event description:
It was reported that an error message, error code 8, appeared prior to the patient's replacement surgery. The message said the patient's device was disabled. The generator's system diagnostic had low output current. Ohm's law calculation for the generator indicate that the minimum output current that the generator is expected to deliver after accounting for normal variations in impedance accuracy and output voltage is 3.1ma. Programming history was reviewed for the generator. No anomalies were seen. The generator's low output current was most likely caused by the device being disabled due to eos, and the battery rebounded. The diagnostic test would run at standard settings, not the set parameters for the patient. The delivered current did not match the set parameters and the output current was shown as low. The generator was explanted. It has not been returned to livanova to date. No additional or relevant information has been received.